Event description:
It was reported that when pm was performed the device was outside the 6 percent tolerance. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found a worn uso seal, bubbled dso seal, cracked battery compartment, and damaged battery door. There was no evidence in the event history log. Three accuracy tests were performed. Upon testing, the pump was found to be over delivering to the manufacturing specifications. The root cause was unable to determine. The most probable cause is an out of specification expulsor. The service history review identified no indication that the complaint was related to a service of the device within the review period.